Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two separate clips (90425u109 and 90610u140) were advanced, but both clips were unable to grasp the posterior leaflet. Neither clip was implanted; however, but it was noted that the leaflet´s and chordae´s tissues were very fragile and degenerated with suggestion of tissue damage. It was unclear which clip caused the tissue damage as multiple grasping attempts were made. Due to the tissue damage, the procedure was stopped, and mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (leaflets and chordaes tissues were very fragile and degenerated) contributed to the reported positioning failure/failure to adhere or bond. Multiple grasp attempts likely contributed to the reported tissue damage. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.